Event description:
Pt presented to the emergency dept c/o lt flank pain etc. Urgency and dysuria. A bard brand 16 french foley catheter was inserted and anchored with it's balloon inflation. After testing was done, the staff were unable to deflate the catheter balloon to remove the foley. A urologist was consulted. He was able to use a small guage wire to deflate the balloon. The pts ed. Stay was extended by several hrs.